Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided the part ID for the power supply. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if the power supply was replaced or if device repair was conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported to philips that the device had no ac power. The device was not in clinical use at the time of the event. There was no report of patient or user harm.